Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the home remote monitoring system for this lead and associated device indicated that an out of range shock impedance occured. It was reported that the patient was in the hospital. Multiple attempts for additional information were made, no additional information was provided. The system remains in service.